Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the connection was loose between the cartridge luer lock and the infusion set tubing.. The customer's blood glucose level was 209 mg/dl. The customer was instructed to tighten the luer lock connection and ensure that it remains tight.